Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the patient experienced a pump stop on (B)(6) 2019 because the patient allowed the external batteries and the emergency backup battery to drain. When adequate power was restored the pump returned to operating at the set speed of 9200 rpm. Since the controller¿s clock reset to the default timestamp of 01jan2001 1:00 due to the system losing all power we are unable to determine the length of time the pump was off. No additional information was reported.

Manufacturer narrative:
Section b1, b2, h1: correction section d4, h4: additional information section d6: the account originally reported that the patient was implanted on (B)(6)2015 and was exchanged on (B)(6)2017 however there is no existing report of a pump exchange or device tracking to indicate the patient received a new pump. The patient did however have a driveline repair on (B)(6)2017 (addressed under MFR # 2916596-2017-01995). The patient remains ongoing. In the event that the pump is returned, the record will be reopened. Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file¿s confirmed a full battery depletion of the patient¿s 14 v batteries and backup battery, resulting in a pump stop for an undetermined amount of time. The submitted log file contained data from 20oct2019 to 01nov2019. The pump was set to a fixed speed of 92000 rpm and the low speed limit was set to 8800 rpm. The log file captured routine events until 01nov2019 at 10:36:32 pm when the log file recorded a low battery advisory alarm to indicate that less than 15 minutes of battery power remained. This advisory escalated to a low power hazard alarm approximately 1 hour and 45 minutes later (02nov2019 at 12:20:45 am) to indicate that less than 5 minutes of battery power remained. At 12:46:58 am a no external power alarm was captured, and the system was supported by the system controller¿s backup battery (ebb). At some time shortly after this event, the pump stopped due to full depletion of the backup battery. Of note, the duration of the pump stop could not conclusively be determined through this evaluation. Once power was restored to the system controller in the form of a charged 14 v battery, the controller clock corrupt alarm was triggered. Per design, when power is completely removed from the system controller, the clock defaults to 01jan2001 at 1:00:00 am. The corrupted controller alarm remained active until the date and timestamp was set on 04nov2019 at 11:42:14 am. The account reported that the patient was found with their clock not set, low voltage, and pump off alarms. Multiple requests for additional information, including product return requests, were issued to the customer; however, no further information was provided. The patient remains ongoing on vad support with no further issues reported. The account originally reported that the patient was implanted on 1 (B)(6)2015 and was exchanged on (B)(6)2017 however there is no existing report of a pump exchange or device tracking to indicate the patient received a new pump. The patient did however have a driveline repair on (B)(6)2017 (addressed under MFR # 2916596-2017-01995). The patient remains ongoing. In the event that the pump is returned, the record will be reopened. The ¿powering the system¿ section of the IFU provides important information regarding the heartmate batteries, including ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. Furthermore, the IFU explicitly states, "a patient should sleep or plan to sleep only when connected to the power module or mobile power unit. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion." No further information was provided. The manufacturer is closing the file on this event.